Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/ mother contacted lfs on august 24, 2009 alleging that her daughter's meter had a damaged display, and that her meter would not power on. A medical surveillance specialist (mss) spoke to the reporter at approximately 2 weeks later, and the reporter was in a hurry and was only able to provide me the following info: a week prior to calling lfs on an unspecified date, the pt said she felt irritated during the day and when she attempted to test her blood glucose, she noticed a damaged display and the meter would not power on. She felt that because she was irritated, her blood glucose maybe elevated. In the initial call to customer service, the pt had indicated that "her glucose was higher because she could not test". The pt did not have her back up meter with her since she was traveling. She then reportedly increased her dosage of insulin and felt better soon after self-treatment. She did not seek any further medical attention or contact her physician for assistance. The battery was replaced per the owner's booklet and the meter did not power on with the test strip inserted all the way into the meter. The meter is not a new product (out of box). The battery contacts were in good condition. The mother refused to provide mss any further clinical info. The complaint is being reported since the pt was unable to test when she exhibited symptoms and had to increase her insulin and felt better shortly later.